Event description:
On (B)(6) 2022 bd1 the customer contacted us via phone call. Customer states that the alarm will not trigger nurse call system at the nurse station. Customer said they tired a new unit with where this alarm was and it worked. No apparent damage to the unit on the nc port or battery compartment. Sn (B)(4).

Manufacturer narrative:
Visual findings observed the nurse call receptacle pin 3 inside was bent down. The warning label is peeling off from top edges. Site stickers attached at the lower end of the unit. Evaluation found the unit that it did not send a signal to activate the indicator light at the nurse call test fixture due to a bent pin 3 inside the nurse call receptacle. In addition, due to the bent pin 3, the mode button did not go into voice only and mute modes when the nurse call cable was plugged into the nurse call receptacle. The unit passed all other functional testing. If the device should fail to send a signal to the nurse call station, it may not alert the caregiver of a patient exit. Being that the unit is already more than two years old since it was manufactured, it is unlikely that a manufacturing non-conformity contributed to the bent pins inside the nurse call receptacle, and the likely cause of the event is normal wear and tear. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. The IFU states, to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm, sensor or magnet if it does not activate each time weight is removed from the sensor, the chair belt sensor is unfastened, or magnet is removed from face plate. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).